Manufacturer narrative:
Patient information is not available for reporting. Exact date of post-operative plate breakage is unknown. The original implant procedure was performed on an unknown date. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: december 3, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, or any of its subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented to the emergency room (ER) on an unknown date with reports of clavicle pain. The patient was originally implanted with a 3.5mm locking compression (lcp) clavicle plate construct on an unknown earlier date. During her subsequent ER visit, x-rays were taken that identified a non-union and confirmed that the plate had broken at the fourth combi-hole from the medial side. The patient was returned to the operating room on (B)(6) 2016 to have the original hardware removed and a new 3.5mm lcp clavicle plate implanted. The original implants were easily removed and the procedure was completed without delay. Concomitant devices reported: screws (unknown part/lot numbers, quantity 8). This report is 1 of 1 for (B)(4).